Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse exchanged usm 3 to resolve . The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported event as the reported failure (error 319) was confirmed and replicated. The unit was tested on an inhouse system and failed normal mode as it triggered the 319 error. The unit failed on a pftp as it failed the fiber test on the clock spring a rolling loop. The fiber cables were swapped with new ones and the error no longer occurred only when both were replaced. The original clock spring and rolling loop were reinstalled and the 319 error returned. The unit was tested on a pftp with new fibers and passed direction test, lissajous, cva characterization, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test carriage strength test, and carriage switches test. The clock spring and spar assembly will be replaced, which will include a new fiber assembly a will fix the reported problem. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. An instrument log review was performed. Per the review, the following was confirmed: system serial #, event date, console surgeon and procedure name/category. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following related system error: 319, node 192 is not present at startup. This complaint is considered a reportable event due to the following conclusion: arm 3 was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system encountered an error 319. Technical support was contacted and the technical service engineer (tse) was informed that the customer tried to power cycle the system with no resolution. The tse walked the customer through a power cycle of the system using the patient side cart (psc) breaker and emergency power off (epo) button with no change. The system logs reflected error 319. Tse explained the system would require a site visit from a field service engineer (fse) to resolve the issue. The tse explained the system would allow them to disable universal surgical manipulator (usm)3 if needed but the reporter was uncertain if the surgeon needed 4 arms or if the surgeon could do the next procedure with 3 arms. The procedure was completed with no reported injury. Additional information received from the customer stated that the surgeon had to abandon arm 3 and was able to complete the case robotically.